Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive when pressing numbers in the blood glucose value and bolus screen. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to alternate pump for insulin therapy.